Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that leakage was noted from alleged catheter damage. There was no reported patient injury.

Event description:
It was reported that approximately two years and two months post port placement during saline flush, the catheter allegedly leaked subcutaneously. It was further reported the device was removed and the catheter was noted to be damaged. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One MRI port with 8fr groshong catheter were returned for evaluation. Visual inspection identified a partial circumferential split 1.3 cm distal to the port body. The partial circumferential split is smooth, partially rounded, and showed signs of buckling. Those characteristics are consistent with flexural fatigue; therefore, the investigation is confirmed for flexural fatigue. The location of the flexural fatigue suggests that port placement may have contributed to the identified issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.